Manufacturer narrative:
During testing at power up, the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service alarm code and that leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of two product recalls. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
During verification testing at the service center, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code and leakage was noted from the disposable batteries in the battery compartment of the device.